Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported by a patient that the device repeated ¿line blocked¿ alarms. Pwd¿s glucose level was 147 milligrams per deciliter. Prior to contacting pss, pwd attempted to resolve the issue by checking the infusion set for kinks but did not observe any. Pwd suspected the problem might have been caused by packing the infusion set tubing inside their pants, though no kinks were found. Pwd then tried to resolve the alarm by using the current cassette, repeating this process four times without success. During the call, pss encouraged pwd to perform a full cassette and infusion set change using new supplies and offered to stay on the line during the process, which pwd declined. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury/adverse event.